Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was difficult to cross. The pressure did not increase when inflating, and the balloon ruptured. It was considered as balloon catheter damage during delivery. The balloon was removed from the patient's body without problems and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.